Event description:
A nurse called to ask for assistance with reprogramming the basal rates in the pump. Assisted the nurse with programming both the time/date and the basals. It was indicated that there were no basal rates and the time and date were incorrect. The nurse informed that the customer was hopitalized with dka, and was spilling ketones. The alarm history was reviewed and found several no delivery alarms. The customer stated that they do not remember receiving any alarms. The customer also mentioned that they recall having high bgs two days prior the admission. The customer indicated that they corrected bgs with boluses. Troubleshooting was performed. The pump passed the functional testing.